Manufacturer narrative:
A field service engineer (fse) found creatinine syringe pump leaking and replaced the syringe pump.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that they have an ongoing problem on creatinine. The instrument is getting reaction noise and also sample not detected on modular chemistries side samples.